Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were high thresholds on the right atrial (ra) lead during the post implant check. It was also reported there were small p-waves. It was noted the patient was in atrial tachycardia/atrial fibrillation (at/af). The lead remains in use. No patient complications have been reported as a result of this event.